Event description:
A hospital in (B)(6) reported that an mr290 autofeed humidification chamber would not autofill with water. This happened before use on a patient.

Manufacturer narrative:
(B)(4). Method: the returned complaint chamber was visually inspected and connected to a water bottle and performance tested. Results: the visual inspection revealed that there was some water in the chamber and feedset tubing. Both foats were moving and no damage was found. When connected to a water bottle, the chamber filled normally and stopped filling below the maximum water level line, about 7 mm above the base. A lot check revealed no other complaints for the lot number provided. Conclusion: the device performed according to specification and we could therefore find no fault with it. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. The user instructions which accompany the mr290 chamber state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient".